Manufacturer narrative:
Failure analysis: user interface module (uim) pn: (B)(4), sn: (B)(4) was received into the carefusion failure analysis lab for investigation from the carefusion factory service department. The user interface module (uim) was powered on and the carefusion failure analysis lab technician was able to enter into user mode without any touchscreen response issues. The user interface module (uim) was left to cycle for 20 minutes while periodically testing the touchscreen response accuracy and was unable to duplicate the reported issue. The failure analysis lab technician then performed the touchscreen calibration and found no anomalies while calibrating the touch screen. Findings/root-cause: could not duplicate the reported issue. Failure analysis lab technician recommended that the display assembly be replaced as a precaution. The carefusion service department replaced the display assembly per the failure analysis lab recommendation and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion the user interface module (uim) ready to be reinstalled on the device so that it can be placed back into service.

Event description:
The user facility biomed reported that the device's touch screen is inactive (unresponsive).

Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The alleged faulty user interface module (uim) has been received, routed to the carefusion factory service department and staged for evaluation and repair. Once the evaluation and repair is complete, carefusion will submit a follow-up medwatch report.